Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon inflated 3 times with 10atm, 20atm, and the balloon ruptured at 3rd inflation at 10atm. Subsequently, the balloon was simply pulled out from the patient's body without problem. However, it was further reported that all of the device components were completely and simply removed. The procedure was completed with a different devices. No patient complications reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon inflated 3 times with 10atm, 20atm, and the balloon ruptured at 3rd inflation at 10atm. Subsequently, the balloon was simply pulled out from the patient's body without problem. However, it was further reported that all of the device components were completely and simply removed. The procedure was completed with a different devices. No patient complications reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Wolverine device 20..0x10 was returned for analysis. Based on the potential hazards/failure modes identified, the following attributes were examined. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 3mm proximal of the distal markerband and extending approximately 1mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.